Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired although the battery was inserted, the tissue compression scale backlight was illuminated, and the trigger was pulled. Another battery was inserted, but the device could not be fired. The device was used on the rectum. Since it was super lower anterior resection, the tissue could not be cut and re-anastomosed, so a nelation catheter was attached to the trocar and another device was used to complete the case. The donuts was created properly. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information received: the device functioned with no problem before the firing. No additional resection or treatment that was not planned was not required. The target tissue could not be cut additionally because the tissue where the device was used was very low part. The colostomy for temporary was planned before the surgery. The patient¿s condition is stable. The surgeon commented that he does not think the issue was caused by a deficiency of the device if anything happens in the next few days. Additional information was requested, and the following was received: could you please provide more details for ""a nelation catheter was attached to the trocar""? The anvil was removed from the trocar, and another device was used with a nelaton catheter connected to complete the case. Could you please clarify if there was any difficult removing the device? No further information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/01/2022. D4: batch # 244a38. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damaged and the anvil was not returned. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device was unsuccessful due to the adjusting knob being noted stuck. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the safety release spring was noted out of position not allowing the knob to turn and the rod clip was noted loose as the adjusting screw top was broken. In addition, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the cracks in the flex circuit and the safety release spring and adjusting screw condition. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, the damage observed on the flex circuit is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.